Event description:
Customer reported a falsely elevated result with the advia centaur vancomycin assay compared to an alternate method at a different site. The operator questioned the elevated result and the result was not reported to the physician. A second sample was drawn from the same patient and tested with the advia centaur vancomycin assay and the result was also falsely elevated. The customer reported that patient treatment was not altered and there were no adverse medical treatment or health consequences as a result of the falsely elevated advia centaur vancomycin result.

Manufacturer narrative:
The falsely elevated vancomycin result is specific to samples from this patient. The information from the customer suggests that samples from this patient contain a substance that interferes with the advia centaur vancomycin assay, however, no conclusions can be made from the information provided. The sample is not available for additional testing. The instrument is performing within specification. No further evaluation of the device is required.